Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems other non specific outcomes. (B)(4).

Manufacturer narrative:
Date sent to FDA: 8/1/2018 it was reported that the patient died on (B)(6).